Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1, h6 (health effect ¿ impact codes).

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: a getinge service engineer (fse) was dispatched to evaluate this unit. The service engineer checked and observed the unit in service mode, for over an hour. All the parameter were good. The iabp was working fine. The unit was handed over to the customer in good condition. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) generated an electrical test fails code# 50 message. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.